Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was a leakage of blood at the viewing chamber of a bd vacutainer® eclipse¿ signal¿ blood collection needle. No injury or medical intervention reported.